Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication (crack in tube). The following information was provided by the initial reporter. The customer stated: "the tubing of wingset pbbcs was cut."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication (crack in tube). The following information was provided by the initial reporter. The customer stated: "the tubing of wingset pbbcs was cut."

Manufacturer narrative:
H6: investigation summary: bd had received one samples and 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cut tubing was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for cut tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cut tubing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication (crack in tube). The following information was provided by the initial reporter. The customer stated: "the tubing of wingset pbbcs was cut."